Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that during implant surgery it was noticed that the implant was damaged. Implant was removed. No impact to patient.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 10mm (xifnt410) was returned for investigation. Visual evaluation of the as returned product identified damaged external threads. No malfunction identified to the internal drive feature as in-house driver fit in normal. Product matched print specification where measured. Device history record (DHR) review was completed for the subject lot number 2019100429. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019100429) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.